Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy problem with return of pt symptoms was reported. The actual residual volume was greater than the expected residual volume. An indium study was done and dye did not leave the catheter. Add'l info has been requested, but was not available as of the date of this report.